Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the device broke during the procedure. The tip was able to be retrieved.

Event description:
It was reported that the device broke during the procedure. The tip was able to be retrieved.

Manufacturer narrative:
Alleged failure: the tip came off early in use. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause/s could be an excessive force used when inserting of removing probe, probe inserted into obstructed passageway or any forceful impact to the tip of the probe with rigid objects. Probe used as a tool for mechanical displacement of tissue or bone, or to pry or scrub. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.